Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. The lens has been cut into two pieces, typical of insertion and removal from the eye. One haptic is broken in the distal area (not returned). Scratches are observed on the optic. A piece of lens material is broken off of the edge of the optic near the haptic/optic junction of the broken haptic. A power\resolution inspection could not be performed due to the damage to the lens. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. Information was provided that a company lens was replaced with a non-company lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced glare while driving at night. The iol was exchanged for another lens approximately 3 months following the initial implant procedure. The clinical reason given for the explant was ¿patient not satisfied-glare while driving at night". Additional information was requested.